Manufacturer narrative:
Please note: device (lot# unk) is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00412 and 9616099-2007-00413. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: approximately three years post index procedure the pt was hospitalized with non stemi and was scheduled for a possible percutaneous coronary angiolasty (ptca). The angiogram results showed evidence of stent fractures for both cypher stents. The stent fracture in the lad was more severe. Ivus also confirmed the fracture on the lad stent and the fracture was treated with a 3.0x16mm taxus stent. The stent in the rca (this report) was left untreated.